Event description:
It was reported that during a ptca/stent procedure, after the ultra stent was deployed in a lesion located in the rca, a dissection was noted distally. Another stent was then advanced and deployed to resolve the dissection.